Event description:
It was reported that bd insyte autoguard catheter remained in the patient. The following information was provided by the initial reporter: customer from hospital had issue while using the IV cannula. The cannula had ¿tissued¿ and was to be removed. Upon removing the ivc it was noted that the ¿straw¿ component of the cannula did not come with the bung attachment and was retained in the patient¿s vein. This required surgical intervention to remove. The cannula had been insitu for approximately 72hours and had become occluded ¿ unable to flush or withdraw blood. Ultrasound confirmed that the ¿straw¿ component had remained in the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Event date updated in b tab. Investigation results: the complaint of a broken bd insyte autoguard IV catheter could not be confirmed as the device in the provided photograph does not resemble a bd insyte autoguard. The physical sample was not returned for investigation. The photo does not support damage to a bd insyte autoguard IV catheter. If additional information or sample is provided for investigation, the complaint will be reevaluated for the reported issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Event date is unknown.